Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited unstable and varying thresholds. The ipl was explanted and replaced. No patient complications have been reported as a result of this event.